Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 600 mg/dl). Insulin injections and correction boluses via the pump were delivered to address the bg. The contact thought that the customer may not be tracking the bg level; however, after assisting the customer, the contact thought that there may be a pump issue. As the contact did not have the pump at the time of the report, troubleshooting could not be performed. Although multiple attempts were made to troubleshoot, the contact did not reply.